Manufacturer narrative:
The ventilator was investigated by our field service engineer. No fault was found, and the ventilator passed pre-use check. No parts were replaced. The ventilator logs were downloaded for evaluation. The event log indicate alarms for excessive leakage in the patient breathing circuit or a disconnect situation, peep low, expiratory minute volume low and vt insp. Over range. According to the test logs, successful pre-use check was performed prior the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. There are no indications of ventilator malfunction during the ventilation period. The alarm generation indicates a leakage occurred in the patient circuit. A correction of field # d1 ¿ brand name, # d4 ¿ version or model #, # d4 - unique identifier (UDI) # and # h4 - manufacture date were required. D1 ¿ brand name ¿ previous brand name: servo-I. Corrected brand name: servo-I base unit d4 ¿ version or model # - previous version or model #: servo-I. Corrected version or model #: 6487800 d4 - unique identifier (UDI) # - previous unique identifier (UDI) #: missing. Corrected unique identifier (UDI) #: (B)(4). H4 - manufacture date ¿ previous manufacture date: 01/02/2023. Corrected manufacture date: 12/22/2022.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated alarms for low peep and low tidal volume. The patient desaturated. The ventilator was replaced, and the patient's saturation level returned to normal. Final patient outcome was no harm. Manufacturer's ref #: (B)(4).